Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette into the cassette door. The cycler prompted with m31 air detected in cassette and drain complication encountered: please check pl and dl message alarms during drain 5 of 5 of treatment and prior to the leak. The patient was connected during the incident. The patient stated the moving around, standing up and sitting up did not help. The patient contact was provided with the cycler alarm criteria. The patient contact was advised to disregard using the cycler, allowing for it to dry and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. Upon follow up, the pdrn confirmed the reported event. The pdrn stated fluid was noted following the reported m31 air detected in cassette warning cycler alarms and during step 9 of treatment as treatment was cancelled. The patient cancelled treatment and found fluid in the pump module area and on the external of the cassette. Fluid was also noted leaking from the cassette into the cassette door. The cause of the fluid leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient contacted the on-call nurse for assistance and completed treatment using manuals on the night of the reported event. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette into the cassette door. The cycler prompted with m31 air detected in cassette and drain complication encountered: please check pl and dl message alarms during drain 5 of 5 of treatment and prior to the leak. The patient was connected during the incident. The patient stated the moving around, standing up and sitting up did not help. The patient contact was provided with the cycler alarm criteria. The patient contact was advised to disregard using the cycler, allowing for it to dry and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. Upon follow up, the pdrn confirmed the reported event. The pdrn stated fluid was noted following the reported m31 air detected in cassette warning cycler alarms and during step 9 of treatment as treatment was cancelled. The patient cancelled treatment and found fluid in the pump module area and on the external of the cassette. Fluid was also noted leaking from the cassette into the cassette door. The cause of the fluid leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient contacted the on-call nurse for assistance and completed treatment using manuals on the night of the reported event. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.